Event description:
It was reported that the hahn implant guide system failed. The bone grade is not noted nor is oral hygiene known. The patient has no medical or dental history prior to implant. The patient presented on (B)(6) 2022 for implant placement on tooth #30. While trying to seat the implant, the provider notes that the osteotomy site was too deep for the implant chosen. There was a problem with implant being 3mm sub-crestal. The provider states that this is not the first time this has happened while using the hahn guided system.

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. The patients weight is not provided as it is not taken at the time of the appointment. This information not provided when asked. Is not applicable as the device was not seated.

Manufacturer narrative:
CAPA 2023-006 the device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed for lot#6107509 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the packaged stock product is not applicable for review since no defect could be confirmed. Investigation methods/results customer has not returned the reported device for review to date. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. Probable root cause is improper seating of the implant driver into the internal hex of the implant. Additionally, it is unclear the methods of implant placement used during the initial procedure or if appropriate load distribution was observed. Per IFU- 570 rev 4 (hahn tapered implant system IFU), the "implant placement" section states: "engage the implant connection with the appropriate driver. With the implant securely attached to the driver, squeeze the opposing end of the holder to disengage the implant from the holder. Transport the implant to the prepared site, and insert into the osteotomy. Rotate clockwise with applied pressure to engage the self-tapping grooves. Avoid lateral forces, which can affect the angulation and final alignment of the implant." Per IFU- 570 rev 4 (hahn tapered implant system IFU), the "prosthetic procedure" section states: "following successful placement of hahn tapered implants, verify primary stability and appropriate occlusal loading before proceeding with the placement of a permanent or provisional prosthesis. All components that are used intraorally should be secured to prevent aspiration or swallowing. Distribution of stress is an important consideration. Care should be taken to avoid excessive loads significantly transverse to the implant axes." Correction - d4 expiration date

Manufacturer narrative:
Note: g3 in the initial report was reported as (8-1-2022), however, the correct date is (6-7-2022). CAPA 23-006. Manufacturer reference: (B)(4).